Event description:
A 6f angio-seal evolution was deployed in a right femoral puncture following a diagnostic cardiac angiogram. The next morning, the pt developed a hematoma after using the toilet and returning to bed. A CT and ultrasound revealed a 1.1 cm pseudoaneurysm with a surrounding hematoma. Manual compression was applied for 30 minutes, and the pt was discharged about a week later. A few days after discharge, the pt was readmitted for a thrombin injection. Another CT scan revealed the pseudoaneurysm had spontaneously resolved and only a hematoma remained, so thrombin was not required. The pt was stable and discharged.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options included thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.